Event description:
In 01/2001 the manufacturer was notified that a vascular access graft had areas of delamination and had developed two psuedoaneurysms.the graft was implanted n the patient for appriximately a year in the thigh (loop configuration). The report indicated the two pseudoaneurysms were located at the area on the graft where the high density wrap transitions to the lower density. Two fluency stent grafts were placed in both areas to repair the aneurysms. It was reported that during the angiogram two areas of delamination of the graft approximately 5 cm from the anastrooses were also seen. Two luminexx bare stents were placed in the graft to repair these areas. The patient is stable and the graft operational.